Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, an ophthalmic operating system was getting hanged. Procedure details and timing of the event are unknown. Details regarding patient harm has not been reported. Additional information has been requested but is not available at the time of this report.